Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that on (B)(6). 2026, a 29mm navitor vision valve was selected for implant using a large flexnav delivery system (ds). Prior to the implant, the patient was presented with severe aortic stenosis. During the procedure, the was the valve was unable to be positioned as the first attempt resulted in a higher depth; following the second attempt resulted in a lower depth and on the third attempt, it was unable to be recaptured. The ds was pulled into both the ascending and descending aorta then attempted to close the gap using a micro-adjustment wheel however, the gap remained and decided to be deployed in the descending aorta. The patient did not remain hemodynamically stable throughout the procedure as the patient was developed with a cardiac arrest and cardiac massage was performed to stabilize. A truncus arteriosus brachiocephalicus (tabc) dissection was observed in the ascending aorta and a stent was placed. A second 29mm, non-abbott valve was selected for implant and able to be implanted successfully. On the same night, the patient was pronounced to be deceased. The implanter classified this death as being related to the performance of the abbott device. No additional information was provided.